Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a brown spot at the base of the battery compartment. Customer's blood glucose was 31 mg/dl. Customer's blood glucose at time of call was 336 mg/dl. Customer was hospitalized. During troubleshooting, device did not pass the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.